Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the guidewire is broken at 190.4 cm from the proximal end. Signatures of wear reduction were found in the fracture zone. The wire also has several kinks along the body. The spring tip is kinked, no evidence of core wire fracture in this area. Dimensional inspection revealed all the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as:2134265-2015-09266. It was reported that the sheath was torn and the burr stuck on the wire. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x2.75mm target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, it was noted that the sleeve of the rotalink¿ plus was torn. Subsequently, the burr was not able to get the required speed and the system stalled. Furthermore, the wire was removed along with the burr. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as:2134265-2015-09266. It was reported that the sheath was torn and the burr stuck on the wire. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x2.75mm target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the sleeve of the rotalink plus was torn. Subsequently, the burr was not able to get the required speed and the system stalled. Furthermore, the wire was removed along with the burr. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.